Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation to no stimulation. The patient underwent an explant procedure. The physician believed that lead fracture was due to fall. There was no device malfunction suspected with the ipg. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's lead had a fracture and that the ipg stopped working. X-rays were done and showed that the leads had migrated. It was believed that the leads migrated after a fall. The patient will undergo a procedure where the leads and the ipg will be replaced.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead had a fracture and that the ipg stopped working. X-rays were done and showed that the leads had migrated. It was believed that the leads migrated after a fall. The patient will undergo a procedure where the leads and the ipg will be replaced.

Manufacturer narrative:
(B)(4). Date of event: june 2015 additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: 310952 description: linear st lead, 50cm model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg)

Event description:
A report was received that the patient's lead had a fracture and that the ipg stopped working. X-rays were done and showed that the leads had migrated. It was believed that the leads migrated after a fall. The patient will undergo a procedure where the leads and the ipg will be replaced.